Event description:
It was reported that patient presented in clinic for a routine follow up and was noted to have right ventricular high voltage lead impedance that was out of range. No intervention was performed; dft testing would be discussed with the physician. There were no patient consequences.

Event description:
New information reported on 10/05/2017 revealed the patient presented in-clinic for a follow-up on (B)(6) 2017. The high voltage lead impedance on the ventricular lead was stable. The patient will be monitored closely. The patient was reported as stable.